Event description:
It was reported that during placement of the filter, as the sheath was being removed, the filter became stuck in the sheath. After multiple attempts to unsheath the filter, the physician was finally able to use the pusher wire to force the filter out. The filter was left in place. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the qc testing. This lot met all release criteria. The sample has not been returned for evaluation as it remains implanted. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.